Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on (B)(6) 2009. According to the patient, she experienced severe complications with the device. The exact nature and date of the "complications" are unknown. The patient has a consultation for a third surgery on (B)(6) 2011. The patient's current condition is unknown. Attempts to obtain additional information have been unsuccessful to date. Should additional details become available, a supplemental report will be submitted.